Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 48 mg/dl at the time of incident. The customer's blood glucose was 114 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. Customer also stated they had blood glucose in the 700 mg/dl range. The insulin pump will not be returned for analysis.